Event description:
When the dr. Went to deploy t-1, he noted that the suture was not fixed properly onto the t. He left the t-1 in and pulled out the suture and then took another curved fastfix and finished the case with no further incident.

Manufacturer narrative:
The returned device was examined. The delivery portion of the device was returned along with the suture and t2 still on the needle. T1 was not present. The broken end of the suture was frayed as if it had come in contact with another instrument or the tip of the needle. Each device is visually inspected for suture fraying or breakage at the time of manufacture. There are no other complaints on file for this production lot. Based on the process controls in place and the isolated nature of this complaint, no root cause related to the manufacture of the device can be established at this time. (B)(4).